Event description:
Crd_(B)(6) - veritas, patient site ID: (B)(6) - 246 (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant. It was then reported on (B)(6) 2025, the patient presented to the emergency department dur to atrial fibrillation attack, palpitations, and fatigue. The patient was administered an increased dose of diltiazem but was unable to tolerate.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.